Event description:
Under investigation patient underwent laproscopic cholecystectomy on (B)(6) 2011.  During the procedure, the physician noticed a burn on the costal margin on the abdominal wall.

Manufacturer narrative:
(B)(4). The customer has the device, however they will not return it to carefusion for evaluation. This MDR was previously submitted within the 30 day time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy. Carefusion has been advised by (B)(6) of the FDA's office of surveillance and biometrics in the (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software.

Manufacturer narrative:
Additional information was obtained from the carefusion sales rep (B)(4). The customer was not able to provide (B)(4) with the sample of the item that they believe caused the patient burn, but they realize the issue was worn insulation related to their containerization process. Currently, the customer is laying their lap instruments loose in a pan where they slide around on the rough basket bottom. (B)(6) has provided them with a container demo of a container and rack solution, and his manager has approval to purchase (10) container sets to rectify the situation.